Event description:
The user facility reported that a pt described as obese underwent a diagnostic procedure where pre and during, 2000 mg. Of heparin were administered. Following the procedure, a 6f angio-seal device was deployed with hemostasis achieved following application of manual compression and a pressure bandage. The following morning when the pressure bandage was removed, strong bleeding occurred and could not be stopped by manual compression. Three (3) or four (4) units of blood were infused and the patient was taken for surgical intervention. The surgeon found the puncture site to be in the common femoral artery with the device anchor and collagen outside the artery in the tissue tract. A vein patch was successfully sutured in place. The patient experienced a prolonged hospital stay due to surgical repair, however is reported to be recovering.